Manufacturer narrative:
Results: hub leakage. Conclusion: hub leakage. (B)(4).

Manufacturer narrative:
Conclusion: investigation in progress. (B)(4).

Event description:
Evaluation summary: traces of radio opaque solution were detected inside the inflation lumens. Negative pressure was applied on both inflation lines by connecting a vaclock syringe filled with water to the lateral luers. No leakage was detected on the proximal inflation line. Bubbles stopped after 15 seconds. However, a few bubbles continued to appear after 15 seconds when the distal inflation line was tested, indicating a leakage. Both balloons were then tested by inflating them with water to 10mm (proximal balloon) and 6mm (distal balloon). No pinhole was detected after 15 minutes of inflation, but after a few minutes the distal balloon deflated. In order to detect the leakage source, the upper semi-shell of the hub was removed and some traces of the liquid used for balloon inflation was noticed over the luer bonding zone of the distal line. By using a vaclok syringe filled with water, negative pressure was applied: the red liquid re-crossed the proximal luer bonding zone and then bubbles rose from the inflation line.

Event description:
An attempt was made to use a mo.ma ultra cerebral protection device to treat a patient with carotid stenosis. The device was inspected and flushed before use. No abnormalities were noted. No resistance was noted between the balloon and other devices or the lesion. The distal balloon was inflated for approximately 15/30 seconds and then it started to deflate slowly. The distal balloon of the device failed several times during the external carotid blockage. The physician kept the distal balloon inflated while pumping contrast with a syringe. The procedure finished ok and the stent was placed correctly. Once the procedure was finished, they checked the system under water and some small bubbles came from the inside of the catheter. The patient was discharged home the following day.